Event description:
Offset reamer handle came apart switching from reamer to impactor. Case type / application: tha 4.1 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return. Update from mps: "when switching the reamer to the impactor, the reamer handle shell came apart on the mayo. Screws were not located, an x-ray was performed to ensure nothing was in the cavity."